Manufacturer narrative:
On 5/11/2018,the mentor failure analysis lab has received the device for evaluation. Device evaluation summary upon receipt by mentor, the gel contained in the device appears cloudy. Black, red and white material was observed within the device. Gel was observed on the shell surface. During examination, product evaluation team observed parallel lines of shell wear on both aspects, suggesting in-vivo folding or creasing of the device. An area of missing material measuring approximately 1.5 x 2.0 cm was observed on the anterior aspect. A rent measuring approximately 2.0 cm was observed on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. The initial report event description has the date for the removal and replacement for (B)(6) 2018 which is incorrect and the correct date is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: left unknown mentor gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unknown mentor gel breast implants which the right side ruptured after implantation. As a result patient underwent bilateral removal and replacement with another mentor gel implants per follow: left catalog number 3504001bc, serial number (B)(4) and right replaced with catalog number 3504001bc, serial number (B)(4) on (B)(6) 2018.